Event description:
The pt was admitted for a procedure in 2009 with a myocardial infarction. A 3.0 x 18mm cypher select plus stent was placed in the vessel. The indeflator retracted to create vacuum, when the nurse discovered that there was a crack on the port of the hub. The product was replaced and the procedure was completed.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.